Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported the rotaflow console has not been used for a long time and during the inspection the error message ¿head error¿ was displayed by turning on the device. Since the after-sales service of the hospital equipment was already provided by a third-party company, customer refused the getinge inspection and processing. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment a report in is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported the rotaflow console has not been used for a long time and during the inspection the error message ¿head error¿ was displayed by turning on the device. Since the after-sales service of the hospital equipment was already provided by a third-party company, customer refused the getinge inspection and processing. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment a report in is required. According to the getinge ssu (sales and service unit) for the affected rotaflow console (rfc) with s/n number 94175934 the reported "head error" could be confirmed however, the rotaflow console has been repaired by a third-party maintenance company, therefore no service order could be provided. Based on these investigation results the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities was performed on 2024-08-12 and during the period of 2020-03-16 to 2024-08-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n 94175934 was produced in 2020-03-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).